Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high thyroid stimulating hormone (tsh) results for one patient sample. This issue is associated with access 2 immunoassay system. The initial tsh result of 26.92uiu/ml was above the normal reference range. The sample was re-tested and repeated result was 12.20uiu/ml, still above the normal reference range. The patient sample was run a third time, recovering at 3.64uiu/ml, within the normal reference range. The results were reported out of the lab. The effect to patient, if any, is unknown at this time.

Manufacturer narrative:
The sample was collected in becton dickinson lithium heparin tube. The specimen was inverted per manufacturer's guidelines, and it was centrifuged at 3,400 rpms for six (6) minutes. The sample was normal in appearance. Per customer, weekly maintenance is performed routinely. Multiple system checks were performed between (B)(4) 2011, and all parameters were within specifications. Then calibration failures had occurred on multiple assays between (B)(4) 2011; six of which were tsh calibration failures. Qc was performed before and after the event, and recovered within established ranges. A field service engineer (fse) was dispatched for this event. The fse performed a system check which failed. A hole was found within the aspirate probe tubing. The fse replaced the aspirate tubing and probe. A successful system check was then obtained, along with passing qc recovery. Hardware is the root cause of this event. Mdrs associated with this event: 2122870-2011-05618, 2122870-2011-05437, 2122870-2011-05438.